Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: patient had declared a nickel allergy the same day. The skin staples were removed and sutures were used to close the wound. The abscess due to the allergy had been treated by a classical prophylaxis treatment with no bad consequences for the patient. The current patient status is ok. The lever could be squeezed. There were no issues with firing or forming the staples. There was temporary injury. Abscess of wall abrasions at five days. The patient status is alive, with injury.